Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "the presence of fluid between the prosthesis and the breast tissue".

Event description:
Healthcare professional reported left side rupture and "mastalgia" and "increased breast volume". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device information reported for contralateral side is not PMA approved. No device information was received for the left side device and is being reported as an allergan device, unk gel breast implant.